Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated he required medical assistance by the paramedics due to low blood glucose levels of 20. The customer stated he was under a lot of stress on the day of the event. Troubleshooting was performed and the insulin pump was programmed correctly.